Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners

Event description:
The customer reported via phone call that the serter is getting stuck halfway through insertion as well as insulin pump was broken on top where the reservoir goes in and plastic was missing. The customer's blood glucose value was unknown. Troubleshooting was performed for damage and noticed the reservoir did lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.